Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the surgeon was not happy with the level of accuracy while registering the patient. The surgeon reregistered 5 times and still was not satisfied so the surgeon continued on without navigation. No impact on patient outcome. There was a delay less than one hour.  The system is operating correctly and the surgeon has a heavy hand while tracing and has struggled with tracing for several years with the fusion and now the navigation system.